Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect for laac and watchman trusteer access system (was) was selected for use. A mild effusion on the right side of the heart was noted during pre-imaging. The physician experienced difficulty accessing superior vena cava (svc) with a non-boston scientific (wholly) wire and subsequently the versacross connect rf wire. At multiple points the wire was exposed outside of the versacross dilator, but without the full curl of the pigtail. Prior to transseptal, a larger effusion noted in most angles of the heart and change in heart motion was noted by the clinical specialist prompting further investigation by the physician and echocardiologist. It was agreed that the effusion had grown, but the implanting physician wanted to continue the procedure as long as the patient remained stable. Blood pressure dropped slightly but was stable with medication. The watchman procedure was completed, and the effusion remained stable throughout. After release of the watchman closure device, the effusion was watched for ten to fifteen minutes, and the patient was sent to the intensive care unit for further monitoring. In the physician opinion, it is believed the wire (either the wholly or versacross) could have created a small perforation in the right atrium prior to transseptal. As of the following morning, the patient was doing well, and no additional interventions were needed.